Manufacturer narrative:
No sample was received for eval. The order was built and released per specification. The root cause for the customer's complaint is not known. An internal investigation has been opened. (B)(4).

Event description:
A healthcare professional reported that fibers were observed in a pt's eye following an ocular procedure. An "extended" irrigation and aspiration was performed. The customer suspects the fibers are from the tegaderm provided in the custom pack. Current pt status is unk at this time. Additional info has been requested.